Event description:
Private duty nurses's aide had turned pt on her side to clean her and when she turned her again, it was noticed that both catheters had completely separated. Both lines were immediately clamped by the staff nurse and the dr placed new extensions on the remaining lumens. The pt lost a minimal amount of blood and her hemoglobin was checked and was found to be within normal limits. The pt suffered no ill effects from the incident.